Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The revision reported was likely the result of prosthesis wear occurring during the 8 years of implantation. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, inclusion of the polyethylene in the packaging recall or any combination of these possibilities. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately eight years post initial left tka, the 74 y/o male patient complained of pain and had a recalled poly. Patient had a poly swap. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-ray and image received. The device is not available for evaluation due to hospital will not release recall devices.

Manufacturer narrative:
D10: 02-012-35-4013 - logic tibia ps mod insrt sz 4 13mm sn: (B)(6). 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t sn: (B)(6). 02-010-01-0240 - logic femoral ps cem left sz 4 sn: (B)(6). The product associated with the reported event is within the scope of recall 1038671-04/18/2024-002-r; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02312. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.